Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the article, "optimization of insulin regimen and glucose outcomes with short-term real-time continuous glucose monitoring (rt-cgm) in type 1 diabetic children with sub-optimal glucose control on multiple daily injections: the pediatric diaccor study", the involved study sought to describe treatment decisions and glucose outcomes after a short-term rt-cgm sequence in real-life conditions. It included t1d youths with hba1c > 7.5% or a history of severe hypoglycemia (sh) or recurrent documented hypoglycemia. A total of 229 children and adolescents were included in the study by 74 physicians from september 2014 to october 2015. Clinical data were available for 211 patients (92.1%) and the initial cgm was performed on 183 patients (79.9%). The therapeutic decision was available for 175 patients (76.4%). Sensors used were either enlite® sensors (with a medtronic pump as monitor) or name omitted sensors (with a <name omitted> pump as monitor) according to the physician¿s decision. It was cited that among the 183 patients who had the initial cgm, 145 (79.2%) had an m4 visit and 142 (77.6%) a second cgm. M4 was done 161.8 ± 76.2 days after m0 (median: 140 days). During this period, 14 unscheduled hospitalizations occurred in 13 patients, eight times for diabetes-related events (two ketoacidosis, two hypoglycemia, four uncontrolled diabetes). At m4, a dramatic decrease in asymptomatic nocturnal hypoglycemia was observed (11.1% vs. 23.3% at m0) while the frequency of nocturnal hyperglycemia slightly increased (43.6% vs. 37.8%). At inclusion in the study, the hba1c value was consistent with other pediatric studies and the researchers determined that one of the main reasons for changing treatment was the succession of hyperglycemia and hypoglycemia. The study concluded that in a real-life setting, a 1-week rt-cgm can promote treatment optimization in youths with uncontrolled t1d resulting mostly in less acute events and that cgm acceptance may improve with newer generation sensors. In addition, glycemic variability could play an important role in the development of complications in t1d and that it appears to be more frequent in youths. No enlite® sensors or medtronic pumps mentioned in the study were returned at this time.